Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. A 4.00x20mm promus element plus drug-eluting stent was advanced for treatment. However, during insertion, the stent strut was detached from the delivery balloon in the y adaptor. The device was removed directly and the procedure was completed with another device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 4.00 x 20 mm stent delivery system was returned for analysis with the stent detached. A visual and microscopic examination of the stent found the stent detached from the sds, and the entire length of the stent stretched and damaged. The stent outer diameter measured at time of manufacture was within maximum crimped stent profile measurement. The balloon was reviewed, and the balloon cones appear folded, and crimp markings are evident on the exposed balloon wall. A visual and microscopic examination of the bumper tip found evidence of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found the shaft polymer extrusion kinked at the port bond site. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. A 4.00x20mm promus element plus drug-eluting stent was advanced for treatment. However, during insertion, the stent strut was detached from the delivery balloon in the y adaptor. The device was removed directly and the procedure was completed with another device. There were no patient complications reported and the patient was stable.